Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge did not fit onto the pump. Upon inspection, it appeared the cartridge was "bowed". Customer's blood glucose level was 130 mg/dl. A cartridge change was performed to address the issue.